Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within 10 minutes, using different fingersticks. The results he got were 76, 45, 170 and 98 mg/dl. The rptr did not have any sypmtoms. Due to unavailability of supplies, a control solution test was not done.